Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. The device has not been returned for evaluation; therefore investigation results are not available. If new information becomes available, a supplemental report will be sent.

Event description:
It was reported that the filter has a set pattern of holes. The contents of set has been eliminated as a cause for the holes in the filter due to pattern and set having clearance. Also, sets had few to/no instruments (retractor blades). No patient injury. Delay of surgery of 20 minutes.

Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was identified and filed as part of the review activities. Product was forwarded to manufacturer for investigation. Manufacturer performed complaint history review shows no similar failure modes on file.they have determined a proper investigation and root cause analysis could not be performed. Due to the circumstances that it is not possible to determine a definitive root cause for this failure the risk analysis is not applicable. No action is required. Aic qa will continue to monitor for future occurrence of similar incident.